Event description:
Reportedly, the patient expired after an unknown implant duration due to unknown reasons. Per the cer: patient has expired. The device was implanted to correct aortic stenosis and regurgitation on (B) (6) 2009. (B) (4) for initial explanted device which was explanted due to (B) (6). Device remains implanted and is not available for return. At time of implant, it was learned that "it was an emergency operation." Although asked, no reports of prior testing has been provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The original date of event was reported incorrectly as (B) (6)2010 and the sales rep has since learned that the patient expired "a few days after implant of the device." Cause of death is still unknown. No autopsy was reported and it is unknown if the device remains implanted. Additional requests have been made for clarification of events prior to patient's death, patient health history, death certificate, location or return of device, confirmation of date of event and copy of the operative report. At 07/23/2010 no further information has been received. Additional follow up is being conducted by the sales rep. Device not returned as it remains implanted.